Event description:
The customer contact reported difficulty to connect. On an unspecified date, the tubing set was to be used to deliver unspecified concentration of saline solution, at unspecified rate. The customer contact reported that the option-lok male adapter of the tubing set was difficult to connect to the female adapter of an IV catheter. The male adapter of the tubing set was either tightened onto the IV catheter or the tubing set was replaced and therapy was initiated. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.